Manufacturer narrative:
The investigation is ongoing. H3: the device has not been returned.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, in pulmonary position by transfemoral vein approach. The patient had a surgical repair of pulmonary atresia with transannular patch and vsd patch. The landing zone was assessed and stented with a 10-zig stent, covered stent and post-dilated with 26mm non-ew balloon. The commander delivery system balloon was filled with an additional 3cc of volume to assure adequate expansion of the valve. The valve was positioned well, however on final stage of valve deployment (with 1cc remaining) the balloon ruptured. The valve remained in the intended deployment position with good expansion. The balloon was retracted into non-ew sheath uneventfully and removed from the body. The final outcome was good, with no paravalvular leak (pvl) and with good gradients. The patient was discharged as per plan. Upon removal of commander delivery system, it was seen there was a tear in distal portion of balloon. As per medical opinion, it was due to calcification of the native anatomy (pulmonary artery trunk) and overfilling of the balloon.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: longitudinal tear appeared to be present in working length of inflation balloon. Radial tear appeared to be present in the distal shoulder of the inflation balloon. No missing pieces appeared to be present observed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through imaging evaluation. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per provided medical opinion, balloon rupture due to calcification in the native anatomy and overfilling of the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2 cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.